Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Was the date of the initial tka procedure (B)(6) 2019? Did the patient have any signs of infection prior to the procedure? What was the condition of the joint capsule tissue (normal, diseased, weakened)? How was the stratafix symmetric suture placed in the joint capsule (starting at end or middle of incision)? Was the fixation tab intact when the stratafix symmetric suture was placed in the patient? What post op date did the patient experience symptoms? What were the patient symptoms (fever, drainage, redness, etc)? How was the abscess diagnosed? Were cultures performed of the incision site? What were the results? Where did the patient develop ischemia and abscess? What were the symptoms of ischemia? How was the ischemia diagnosed? What is the reason for the surgeon to relate the stratafix symmetric used on joint capsule as related to ischemia? What medical intervention was performed for the abscess? For the ischemia? Was a second procedure indicated? If so, when and results? What is the current condition of the patient? Product return status.

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2019 and barbed suture was used. It was commented that abscess occurred in the patient who used barbed suture, but no bacteria were found, so there is a possibility that the patient experienced ischemic state and abscess occurred because of barbed suture usage in the joint capsule. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Was the date of the initial tka procedure 26 june 2019? No further information is available. Did the patient have any signs of infection prior to the procedure? No further information is available. What was the condition of the joint capsule tissue (normal, diseased, weakened)? No further information is available. How was the stratafix symmetric suture placed in the joint capsule (starting at end or middle of incision)? No further information is available. Was the fixation tab intact when the stratafix symmetric suture was placed in the patient? No further information is available. What post op date did the patient experience symptoms? 3 to 7 days after the surgery. What were the patient symptoms (fever, drainage, redness, etc)? The patient became ischemic state and abscess occurred. How was the abscess diagnosed? No further information is available. Were cultures performed of the incision site? What were the results? As a result of the culture test, no fungus was detected. Where did the patient develop ischemia and abscess? No further information is available. What were the symptoms of ischemia? No further information is available. How was the ischemia diagnosed? No further information is available. What is the reason for the surgeon to relate the stratafix symmetric used on joint capsule as related to ischemia? The possibility of overtightening the tissue with stratafix. What medical intervention was performed for the abscess? For the ischemia? For the abscess, wound cleansing and conservative treatment were performed. Was a second procedure indicated? If so, when and results? No further information is available. What is the current condition of the patient? The patient has already been discharged. Product return status no sample will be returned. No further information will be provided.